Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer alleges that there is a break at a weld on their bed and provided pictures attached to the prid which shows that the thigh/foot deck needs to be replaced.